Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient received a new scs lead on (B)(6) 2015. The lead was placed in the same location as the original lead and connected to the existing ipg. There was no infection, the site has healed, and effective therapy was confirmed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs lead had "backed out" which was accompanied by "oozing" at the site (date of event is unknown). As a result, the physician explanted the lead to avoid infection. The ipg remains implanted.